Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet after placing the infusion set and experiencing an issue in which the cannula sleeve was left in place while changing the infusion set. The user did not report any foreign body complications. The user also reported the next site change, while still trying to manage the hyperglycemia, had a set adhesive failure. The hyperglycemic issue required multiple site changes within 24 hours. Symptoms included elevated blood glucose readings above 400 mg/dl without loss of consciousness or dizziness. The outcomes included no medical intervention, and no use of back-up therapy. Investigation included troubleshooting and education with the user. Investigation of this case revealed supply replacement and confirmation that tubing and cannula were changed, and a successful set change was completed. It was concluded that the event involved hyperglycemia with unclear cause, potentially related to infusion set placement issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.